Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the flex circuit was split, which was indicative of immersion / sterilization procedures not being followed properly, thus causing the e6 and overheating. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an e6 error code and was overheating. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.